Manufacturer narrative:
(B)(4). No unexpected failed batt test alarms during testing. Insulin pump received with no vibration during self test due to severe corrosion on battery tube assembly. Insulin pump received with high currents measurements due to moisture damage on electronic board stack. Moisture damage on motor assembly and corroded force sensor assembly.

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Battery failed alarm recurred. The device will be returned for analysis.